Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, during the first entry, the trocar introducer broken inside the patient. The trocar introducer fell into the patient's cavity. The surgeon had to fish out the product and surgical time was extended 30 minutes or more due to the problem.